Event description:
Customer reports that insulin pump made a noise. Customer checked insulin pump which read "max bolus and turned off. Customer attempted a self test and received a "test failure" alarm. Customer's blood glucose was 149 mg/dl. During troubleshooting, customer was able to program an easy bolus into the air and it was recorded in bolus history. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.